Manufacturer narrative:
Reliability analysis was unable to confirm the adhesive anomaly on the opened/used sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a problem with the sensor. Customer stated that when he placed the sensor on the table and wanted to remove the header to place the serter, a piece got broken from the sensor. Customer stated that he could not insert it anymore. Customer will be sent a new box of sensors and will return the broken sensor for analysis.